Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker battery status was at 90 magnet rate. It was reported that 6 months prior the device had a longevity remaining of 3.5 years. It was indicated that auto capture was on and there was retry. Boston scientific technical services (ts) the discussed that calculation was based on the highest outputs. Additional information indicates that a save to disk was not yet done and that the projected remaining longevity was not as expected. Furthermore, the patient will be checked in the office in a later date. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Additional information indicates that the device was explanted. No additional adverse patient effects were reported.